Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed, and the reported failure was replicated/confirmed. The generator was installed on the test system and failed as it did not power on. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi field service engineer (fse) that the e-100 would not power on. The procedure was completed with no reported injury. Isi followed up with the site and obtained the following additional information: the issue was identified prior to starting procedure - post-anesthesia. The vessel sealer instrument was plugged into erbe generator after e-100 did not work. The da vinci assisted prostatectomy surgical procedure was completed. Ports were placed in the patient when the issue was identified.

Manufacturer narrative:
Based on the claim against the product by the customer noting the e-100 generator not working, an investigation will be completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi has received the e-100 generator; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.